Event description:
It was reported that the explanted generator is not available for return to manufacturer. The physician reported that the programming system is "fine". It was reported that the surgeon was also not able to interrogate the patient's generator prior to replacement.

Event description:
On (B)(6) 2013, it was reported that the vns patient had been experiencing pain near the generator site and their device could not be interrogated. To prevent pain or bodily injury, pin reinsertion surgery was being planned and a possible generator replacement. No diagnostic information was available. The manufacturing records for the generator and lead were reviewed and both devices met all specifications prior to distribution. Good faith attempts were performed and it was later reported that the patient was experiencing burning near the generator site. The patient reported not being able to feel stimulation when the device was turned on. The patient denied trauma to the generator site and no infection was identified. It was stated that the vns generator was unable to be interrogated due to problems with the programming device so the lead impedance could not be tested. X-rays were normal; no signs of lead breakage or disconnection from the battery were noted. The patient underwent surgery and there were no signs of lead disconnection from the battery in the operating room. The physician therefore decided to replace the generator. Pain at the generator site was reported as being resolved after replacing the generator. No causal or contributory programming or medication changes precede the onset of the pain at the generator site event numerous attempts were made to interrogate the patient's device on (B)(6) 2013 and they were only able to interrogate the device once, then they tried to perform diagnostics and disable the device but they were not able to interrogate the device. They used the programming system on other vns patients that week with no problems interrogating. They tried again on (B)(6) 2013 and the outcome was again the same. The physician reported that there was a loose connection between the pins in the handheld and the pins in the connector cable that goes to the wand. An implant card was received on (B)(6) 2013 that stated the device was explanted due to not being able to interrogate the device.